Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined via this analysis. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined via this investigation. Data from the submitted log files was reviewed on the reported event dates of 16feb2026 ¿ 17feb2026 and showed a driveline power fault alarm activating on (B)(6) 2026, due to the power b signal dropping below the alarm threshold. The alarm did not resolve in the data reviewed. The driveline power fault alarms did not prevent the pump from operating as intended, and the controllers were able to support the system as intended while the driveline was connected. Provided information indicated that the alarm was silenced manually, and the alarm has not reoccurred. It was reported that no damage to the driveline or connections was noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient started having driveline power fault alarms the night before. The patient called it in saying it was a back up battery fault alarm. It was unable to clear with self test. The coordinator went to do an emergency backup battery (ebb) reset and noticed it was driveline power fault. All connections looked good and in place. The coordinator cleared the alarm on the monitor and advised the patient to let them know if the alarm came back. They did a data download before alarm cleared and after. The cause of the alarm was not available. The alarm resolved and was cleared on the heartmate touch monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file was submitted for review. The first data download was before clearing driveline power fault alarm. The log file captured 3 clusters of power cable disconnects and no external power events. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events, and emergency backup battery (ebb) was used. The event log file recorded a driveline power fault b on (B)(6) 2026 and (B)(6) 2026. The motor function was not affected by this event.